Event description:
It was reported that the "displays on screen are flashing, unit will turn on/off on its own". No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a f/u report will be submitted.